Event description:
Five hours post-procedure for stenting of peripheral vasculature, patient presented with a cold leg. Physician stated that the patient is allergic to plavix, so none was administered prior to the procedure. No technical problems were identified with the device. Pt was treated with lytics to dissolve the occlusions. The next day angio showed both stents patent and blood flow restored to extremity.